Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units during the load process. The customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, the customer was able to load a new cartridge and resume insulin delivery.